Event description:
It was reported to depuy acromed that a vsp screws broke post-operatively. The screw has not been explanted. This was mentioned to a depuy acromed sales representative in a conversation with the surgeon. No further information was reported. The investigation of the product complaint was not possible. A record review could not be performed since the lot information was not provided. A definitive cause of the event cannot be determined. The labeling contained with the product warns that "spinal implants, like any other temporary internal fixation devices, have a finite useful life...because of the limitations imposed by anatomic considerations and modern surgical material, metallic implants cannot be made to last indefinitely." No further action can be taken at this time.